Event description:
No additional information reported by the customer.

Manufacturer narrative:
Updated: d8, h3, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the reported image issue was found to be a cut on the cable of the charged-coupled device imaging unit. A definitive root cause of the observed cable cut could not be determined, however, the issue is a known inherent risk of the device and was likely the result of repetitive use stress, handling and or external factors. Additionally, the distal end of the device was found to be scratched. A definitive root cause of the observed scratch/damage could not be determined, however, the issue is a known inherent risk of the device and was likely the result of repetitive use stress/wear and tear, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set-up for an unspecified procedure, prior to the patient being in the room, the flex deflectable videoscope did not display an image. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.